Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing in an attempt to resolve the issue; however, issue persisted. Customer loaded a new cartridge and changed out the infusion set supplies to address the issue. Tandem technical support educated customer on proper air removal steps. Customer¿s blood glucose level ranged from 160-170 mg/dl.